Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Review of service data for serial number 638902 revealed there is no previous service history for this device. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a hernia. Therapy was ongoing. The patient had hernia repair surgery and recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review has been performed, which found no abnormalities noted that could cause or contribute to the reported event. Should additional relevant information become available, a follow-up report will be submitted.